Event description:
It was reported that a 74-year-old female patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cerebrovascular accident. After the procedure was finished while the patient was on the ward a cerebellar infarction was confirmed. The patient was unable to speak well in the ward for a while, so a CT scan was performed, but at the time, the patient had no language disorder. There was a finding that seemed to be cerebellar infarction. After that, the condition remained stable and after follow-up observation the patient got better. The physician's opinions on the relationship between the event and the product: anesthesia may be involved, but ablation may be also involved. This time, the physician felt that anesthesia during the too effective , so the cause was unknown. Contents and results of laboratory tests: CT imaging was performed, and cerebellar infarction was diagnosed. The patient outcome of the adverse event was improved. No generator or pump malfunction has been reported and no servicing was required. Follow-up observation was provided as intervention. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).